Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported a defective lancelet as it failed to work with his freestyle lite meter and a pharmacist confirmed the product hadn't worked. The customer further reported experiencing a headache however, there was no report of self-treatment or third-party intervention. No further information was reported. Based on the information provided, there was no report of serious injury associated with this event.